Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. The patient felt numbness from legs and jaw and felt like his body was shutting down. The cgm was reading 78 mg/dl and the blood glucose reading was 438 mg/dl. The patient stated that he was in diabetic ketoacidosis and had to be in intensive care unit for 2 weeks due to inaccurate cgm readings. The spouse brought him to the emergency room (ER). The incident date was unknown. The ER doctor treated the patient with IV. Per documentation, the patient refused to provide additional details. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.